Event description:
The surgeon reported the case and also submmited a paper in the injury journal. The case relates to complication, which arose at hosp during the insertion of the aim tibial nail. They report that during surgery for insertion of proximal locking screws in a tibial intramedullary nail, the drill caused serious nerve damage to the pt.